Event description:
During a surgical procedure on (B)(6) 2011, an mtp fusion plate, manufactured by wright medical, was placed in my left big toe to stabilize the metatarsal joint. An x-ray taken in (B)(6) 2012 revealed the mtp fusion plate had broken.